Manufacturer narrative:
E1: patient city: (B)(6). Patient country: turkey. Since no lot number is available, a detailed investigation, tests on reference samples or batch review cannot be conducted. Therefore, this complaint will be closed, this issue will be monitored through pms product trends and malfunction. If any trends picked up, this would flag on the trips and alerts according to the omqr procedure.

Event description:
Reference number (B)(4). Event occurred in turkey. It was reported that patient faced a cannula issue of with infusion set. The cannula was crimped. The event occurred on (B)(6) 2024. The insertion of the site was the abdomen. Infusion set was used for 2 days. Patient changed replaced infusion set and resumed insulin deliveries successfully. No further information was available.